Event description:
Facility reported that two staff members were transferring a resident from a wheelchair to a bed using a tempo lift and a hygienic sling. The wheelchair tipped over. The resident sustained a cut to the back of the head and a small hematoma. Treatment administered, if any, is not known at this time.